Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that the suction cylinder was clogged with foreign material. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and the supplemental medwatch. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During the device evaluation, service found the endoscopic image was blurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to following: - the entire image was blurred due to damage to the ccd unit. - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. - blurring the entire image occurred within the allowable range. - the entire image was blurred due to damage or deformation of the connector. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4)). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and past similar cases, omsc surmised that the reported phenomenon was attributed to the following. The user did not adequately perform the cleaning brushing and/or the water feeding during the pre-cleaning and/or the manual cleaning. Because the pre-cleaning immediately after the procedure was delayed, foreign material adhered and remained inside the suction channel, if additional information is received, this report will be supplemented.